Manufacturer narrative:
The device referenced in this report was discarded by the user facility after the procedure therefore, a physical examination could not be performed. Based on the provided information, the ivl device functioned as intended. The cardiologist and the neurologist stated that the middle cerebral artery (mca) stroke had occurred before the ivl catheter was inserted into the patient's anatomy. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) balloon was used in a patient who underwent a percutaneous coronary intervention (pci) to treat a de novo lesion located at the left circumflex artery (lcx) that trifurcates into the coronary arteries. Both the iliac arteries were reportedly occluded, and the right wrist was not accessible, so the access was obtained via the patient's left wrist. It was reported that when the cardiologist was sedating the patient, the patient had some issues that he believes occurred during the diagnostic part of the case. Reportedly, the ivl procedure was successful in treating the lcx while simultaneously the patient suffered a middle cerebral artery (mca) stroke. The patient was transferred to another hospital to remove the clot in the patient's brain using a stent retrieval. The cardiologist and the neurologist stated that the mca stroke had occurred before the ivl catheter was inserted into the patient's anatomy.